Manufacturer narrative:
Additional narrative: a device history review was conducted. The report indicates that kensey nash corp. (Presently dsm biomedical) manufactured the srs bone void filler rotary mix 10cc - sterile, p/n srs-010-rms, and lot number n000543 for po (B)(4) . The lot conformed to (B)(4) work order (B)(4) (release to warehouse date 3/16/11) and synthes purchase order (B)(4) (released 3/21/11). There were no mrr¿s or ncr¿s generated for this lot. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported a patient had two inner ear surgeries/craniotomies in 2009 (left) and 2011 (right) in these surgeries a dehiscence in the bone structure between the superior canal and the brain was closed with bone cement. The first surgery in 2009 the surgeon reportedly used norian-synthes crs with very good outcome. The second surgery in 2011 the surgeon reportedly used norian ¿synthes srs in the right ear for dehiscence in the bone structure between the superior canal and the brain and closed the right petrosal bone with bone cement. The general post-operative condition of the patient following the 2011 surgery, is that the patient suffers from multiple symptoms that did not exist pre-operatively, including: severe tinnitus, extreme pain and pressure behind the eyes, in the ears, and all over the head as well as in the face. Patient has (B)(6) permanent hearing loss in the right ear, and taste on the right side is gone and has never returned. Additionally the patient suffers from 'brain zaps' short painful strikes, (neurological disorder) similar to electroshock, that are triggered in the right ear and spread out into the head. The brain zaps are continuing, and are increasing in frequency. The cement has not been removed a request has been made by this reporter for a list of components for both cements. The patient continues to be rapidly deteriorating and she develops more neurological disorders. This is report 1 of 1 for com-(B)(4)

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional common device name: gxp. Implant dates of the two cements reported only as 2009 and 2011. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.